Event description:
A report was received that the patient had a tiny skin tear from the adhesive patches and skin was not healing wherein infection was suspected. The patient underwent a pocket revision wherein the ipg was moved to the left abdomen. The physician believed that the affected area was not infected. The patient was doing well following the procedure.